Event description:
It was reported that during a ptca procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the proximal right coronary artery (rca). The physician was inflating the balloon to pre-dilate the lesion when it ruptured at 8 atms. The procedure was completed with a maverick2 2.0 x 20mm balloon. There were no reported pt complications. Pt status listed as "good".